Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed, as the prosthesis appeared to have flattened. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with the replacement surgery operative report on (B)(6) 2018. The final fill volume of the left prosthesis was 370cc, and the final fill volume of the right prosthesis was 410ccs. During the replacement surgery right sided ptosis was noted and left sided deflation was confirmed. As a result, the left prosthesis was replaced with a 375cc mentor memorygel breast implant, and the right prosthesis was replaced with a 400cc mentor memorygel breast implant. An initial report for the right sided ptosis is being submitted under 1645337-2018-05528. The investigation of the returned device was completed by the failure analysis lab was completed on (B)(6) 2018. Device evaluation summary: the product associated with left sided deflation was returned. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the patch junction measuring approximately 0.4 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the white material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/12/2018 mentor became aware that the supplemental report submitted on 9/12/2018 erroneously omitted the device history record statement. The correct statement is as follows: the device history record ( DHR) of lot number 5665686 reviewed on 8/21/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Also, the statement regarding device returned was submitted with the incorrect return date. The correct statement is as follows: the mentor failure analysis lab received the device for evaluation on 8/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).